Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mm/135cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mm/ 135cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The procedure was completed with another of the same device. No patient complications were reported. Investigation completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.